Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve increased gradients was confirmed based on provided medical records. Available information suggests patient prosthesis mismatch (ppm) likely contributed to the event as it was noted in the medical report that there was paravalvular leak. Since paravalvular leak can occur when the valve is too small, it suggests that the implanted valve size chosen was too small. Patient prosthesis mismatch typically refers to when the implanted prosthetic valve does not allow adequate cardiac output without increased gradients due to the effective orifice area being too small relative to the patient anatomy. The narrowing of the valve opening in this condition can then lead to stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, a 26mm sapien 3 ultra valve implanted for approximately one year had a gradient of 22mmhg with mild perivalvular leak. The patient was experiencing shortness of breath. The patient was being evaluated for a valve-in-valve procedure.